Event description:
It was reported that difficulty removal occurred. The target lesion was located in the front descending branch artery. A 1.50mm x 8mm emerge balloon catheter was advanced for dilatation. However, significant resistance were encountered with the non bsc guidewire. Both device were removed together from the patient's body. The procedure was completed with this device. No patient complications were reported and the patient's status was stable.